Event description:
On (B)(6) 2013, the lay user/patient contacted lifescan (lfs) alleging her onetouch ultra2 meter was displaying an error 2 message. According to the ot ultra2 owner¿s manual, an error 2 could be caused either by a used test strip or a problem with the meter. This complaint was classified using the customer care advocate (cca) documentation. The patient reported the alleged issue first occurred on (B)(6) 2013. The patient reported using oral medications with diet and exercise to manage her diabetes. The patient reported making no changes to her usual diet, activity level or medications on the day of the alleged issue. The patient reported a few hours after the issue occurred she developed symptoms of feeling ¿shaking, sweating, trouble speaking and dizziness.¿ the patient reported on (B)(6) 2013, she had something to eat or drink as treatment. The patient reported she did not test her blood glucose on any other device. During the time of troubleshooting, the cca determined this was not the first time the meter had been used and there was no misuse of the product. The alleged issue was resolved with a walk through retest. Replacement products were sent to the patient. This complaint is being reported because the patient claimed due to not being able to test on the subject meter, she developed symptoms suggestive of hypoglycemia.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.